Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the wire was received inside of the burr catheter and was unable to be removed. The devices were soaked in a water bath for 4 days in an attempt to remove the rotawire. The rotawire was not able to be removed and when attempting to pull on the tip of the rotawire, the coil tip was pulled off. The rotawire was unable to be removed from the burr catheter due to either the coils possibly being damaged or stretched, which was unable to be inspected due to the blood in the sheath. A length of 2.2cm of the distal tip is sticking out of the burr tip and 7.4cm of the rotawire was sticking out from the proximal end of the drive shaft. The end of the rotawire was intentionally cut by the user and kinks were noted along the tip of the rotawire. Overall length, outer diameters of the middle and proximal section of the device was not measured due to the rotawire being cut stuck in the burr. In addition, outer diameter of the distal tip was not measured due to the detachment of the tip and weld not visible. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27-mar-2018. A rotawire¿ was received for investigation with the rotalink¿ burr for MDR ID# 2134265-2018-01291. There were no reported issues against the rotawire. However, device analysis revealed that the burr was stuck on the rotawire. On (B)(6) 2018, it was further reported that the physician encountered difficulties in removing the rotawire from the patient's body. There were no patient complications and the patient was in stable condition.